Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the pancreas during an endoscopic ultrasound-guided fine needle aspiration (eus-fna) procedure performed on (B)(6) 2021. During withdrawal of the device, the device could not be removed from the endoscope. The endoscope was removed with the device still inside the scope. The procedure was not completed successfully. At this time, a new procedure has not been scheduled. There were no patient complications reported as a result of this event.